Manufacturer narrative:
The used company cartridge was returned. Viscoelastic was observed in the cartridge. The cartridge had evidence of placement into a handpiece (uneven). No damage was observed. The company cartridge was cleaned for further evaluation. No abnormalities were observed with the inner lumen. Top coat dye stain testing was conducted with acceptable results. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Qualified associated products were indicated. No problem was found with the returned used company cartridge. No tip damage was observed. No abnormalities were observed with the inner lumen. Top coat dye stain testing was conducted with acceptable results. It was noted that the handpiece insertion marks were uneven. This may indicate the cartridge was not evenly seated in the handpiece. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant noticed scratch on the lens after implant. The lens was therefore explanted from the eye during the initial procedure. The incision was not enlarged and no suture was necessary.